Manufacturer narrative:
Refer to service record - general eval # (B)(4), both units primed and functioned properly. Based upon the customer complaint, we believe that the cassettes were not properly locked into the console allowing irrigation to flow freely once the inflation cuff was inflated. On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot # 17412-01 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 3 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Vacuum test failed when trying to prime. Inflation filled up almost immediately.